Event description:
Inflammatory reaction, synovitis/post injection synovitis [injection site synovitis]. Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid non-serious case received from a physician. The case became serious on receipt of follow up on (B)(6)2025. This case is linked with case (B)(4) (cluster case; same reporter). This case involves a 55-year-old male patient who experienced inflammatory reaction, synovitis/post injection synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, and family history were not provided. On (B)(6)2024, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee once (strength: 48mg/6ml) (unknown dose and route) for grade 1 osteoarthritis. The patient had lateral injection in the straight knee under ultrasound guidance. On (B)(6)2024 after 9 days the patient had inflammatory reaction, post injection synovitis (injection site joint inflammation; severity: severe) (batch number: ersl017; expiry date: apr-2027) (seriousness criteria: medically significant and intervention required). It was reported that the reaction was not related to the pre-existing condition. Action taken: not applicable. Corrective treatment: corticosteroids by injection: depomedrol (methylprednisolone acetate) 40mg 1ml x 1ml for injection site joint inflammation. Outcome: recovering. Reporter causality: related. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (batch number: ersl017; expiry date: apr-2027) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on 08-jan-2025 from physician. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Event onset, corrective treatment and outcome were updated. Text amended accordingly. Additional information was received on 24-feb-2025 from quality department: ptc number, details and results were added. Event linking was updated to injection site synovitis with pt: injection site joint inflammation .text was amended. Additional information was received on 26-feb-2025 and 28-feb-2025 (processed together with clock start date: (B)(6) 2025) from quality department. Ptc results with lot number were updated. Text amended accordingly.

Event description:
Inflammatory reaction, synovitis/post injection synovitis [injection site synovitis] case narrative: initial information received on 10-dec-2024 regarding an unsolicited valid non-serious case received from a physician. The case became serious on receipt of follow up on 08-jan-2025. This case is linked with case (B)(4) (cluster case; same reporter). This case involves a 55-year-old male patient who experienced inflammatory reaction, synovitis/post injection synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, and family history were not provided. On (B)(6)2024, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee once (strength: 48mg/6ml) (unknown dose and route) for grade 1 osteoarthritis. The patient had lateral injection in the straight knee under ultrasound guidance. On (B)(6)2024 after 9 days the patient had inflammatory reaction, post injection synovitis (injection site joint inflammation; severity: severe) (batch number: ersl017; expiry date: apr-2027) (seriousness criteria: medically significant and intervention required). It was reported that the reaction was not related to the pre-existing condition. Action taken: not applicable. Corrective treatment: corticosteroids by injection: depomedrol (methylprednisolone acetate) 40mg 1ml x 1ml for injection site joint inflammation. Outcome: recovering. Reporter causality: related. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on (B)(6)2025 from physician. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Event onset, corrective treatment and outcome were updated. Text amended accordingly. Additional information was received on 24-feb-2025 from quality department: ptc number, details and results were added. Event linking was updated to injection site synovitis with pt: injection site joint inflammation .text was amended.

Manufacturer narrative:
Sanofi company comment dated 09-jan-2025: this case involves a 55 years old male patient who experienced inflammatory reaction, synovitis/post injection synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information regarding this case, causal role of the company suspect product can be established. Case will be re-evaluated post further update on the patient's underlying disease conditions, knee status at start of injections, concurrent knee disorders/injuries, post-injection routine followed by the patient and any other important risk factors, if any, for the reported events.

Event description:
Inflammatory reaction, synovitis/post injection synovitis [synovitis]. Case narrative: initial information received on 10-dec-2024 regarding an unsolicited valid non-serious case received from a physician. The case became serious on receipt of follow up on 08-jan-2025. This case is linked with case (B)(4) (cluster case; same reporter). This case involves a 55 years old male patient who experienced inflammatory reaction, synovitis/post injection synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, and family history were not provided. On (B)(6) 2024, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee once (strength: 48mg/6ml) (unknown dose and route) for grade 1 osteoarthritis. The patient had lateral injection in the straight knee under ultrasound guidance. On (B)(6) 2024 after 9 days the patient had inflammatory reaction, post injection synovitis (synovitis; severity: severe) (batch number: ersl017; expiry date: apr-2027) (seriousness criteria: medically significant and intervention required). It was reported that the reaction was not related to the pre-existing condition. Action taken: not applicable for synovitis. Corrective treatment: corticosteroids by injection: depomedrol 40mg 1ml x 1ml for synovitis. Outcome: recovering. Reporter causality: related. Additional information was received on 08-jan-2025 from physician. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Event onset, corrective treatment and outcome were updated. Text amended accordingly.